Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the buttons were not working. Customer's blood glucose value was 400mg/dl and later the other day it was 84mg/dl. Customer was not wearing the pump at the time of call so troubleshooting was not done. Insulin pump will not be returned for analysis.